Event description:
The customer reported the 6600 system was not capturing images correctly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were loose therefore the video cable was replaced. The system was tested and operates as intended.